Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During a tcris (transcervical resection in saline), a spark was observed and a uterine perforation occurred. The procedure was converted to a laparoscopy to treat the uterine perforation site. It was reported that the physician suggested that the perforation might have been caused by inserting the electrode too deeply, beyond the position where it could be seen, during the removal of the fibroid and then performing the procedure while discharging electricity.